Event description:
Primary surgery - baseplate central screw broke prior to being fully seated. (Tip of the screw was unable to be removed from the bone).

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The reason for this primary surgery was reported as broken screw. The healthcare professional indicated that this event occurred during the primary surgery near the patient. There was another suitable device available, however, the incident did cause a 15 min. Delay in surgery. The surgery was completed as intended, there was no risk or adverse event reported and the component was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) shows that the reported component, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. Complaint database review showed 6 previous complaints against item 508-32-204 for failure code those are - broke during the primary surgery. This is the first complaint against lot number 769p2442 across all failure code categories. There are no indications that this item has a design or material deficiency. The root cause for this complaint cannot be determined with confidence as the device was not returned for investigational review. There are multiple factors that may contribute to an event that are outside the control of djo surgical. Surgical components condition can be determined while being used for its intended purpose. The replacement of surgical components during use does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.